Event description:
Hill-rom received a report from the account stating the bed was spontaneously reclining when the patient was on the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the left hand intermediate cable assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any preventative maintenance on this bed. The technician replaced the left hand intermediate cable assembly to resolve the issue. Based on this information, no further action is required.